Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tap being used in the procedure would not rotate when used in conjuncture with the powerease handle. It was reported that the issue occurred on the third tap being performed. The surgeon then attempted to tap the purchase point in reverse mode while pushing down which resulted in the tap and tracker being used to stick together. The resulting issue led to the final screw being placed manually with navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The tap and the orange tracker were both returned to the manufacturer for analysis. Analysis found that the returned tap was locked into the returned tracker. The tap had seized. The instrument could not be removed. A mechanical issue was identified.